Event description:
It was reported that this left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements. This had been occurring since implant; it was noted that the patient was in complete heart block. The lead threshold was also reportedly high for the past month. A boston scientific technical services (ts) reviewed remote patient monitoring data and confirmed impedance measurements had been jumping to out of range for the past year. No adverse patient effects were reported. This lead remains in service.